Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/09/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed a small amount of viscoelastic residue at the cartridge tube/tip. The intraocular lens (iol) was observed stuck at the cartridge tip. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the eye, the surgeon noticed that the lens was not coming out correctly. The surgeon then removed the lens from the eye and it was still partially stuck inside the cartridge. There was no patient injury, no incision enlargement and no vitrectomy was performed. Additional information was received and it was learnt that the lens was partially inserted into the eye and would not advance further. A backup device was used successfully. The patient was reported being fine. No further information was provided.